Manufacturer narrative:
One device was returned for analysis. Functional testing confirmed the customer?s complaint. Tidal volume readings are out of specification. In the process of trying to adjust the tidal volume flow, noticed that air is leaking out of the back on the flow block assembly. The root cause for this event is faulty flow block assembly. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections please direct those to the following: (B)(6). Full UDI number:(B)(4).

Manufacturer narrative:
Other text: additional information: d10 and h4: manufacture date provided was june 2010. Day is unknown. D3, g1, and g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
Other text: b3: date of event, d4: UDI section and h4: manufacture date are unknown, no information available at this time. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing, the ventilator was found out of tolerance. Customer attempted to calibrate but was unable to.